Event description:
Customer states they were getting high readings of 384, 424, 434, 494mg/dl. The customer received a high reading last night and passed out. Customer was unsure if took more insulin. Emt's were called and they received a result of 50mg/dl. Unk treatment. No controls were being used. Int'l strips were in use. The device was coded incorrectly. The customer stated that glucose strips are not always capped. A request was made for the return of the suspect device and replacement product was sent.